Event description:
Device malfunction: exchange sheath splitter detached. Time of device malfunction: during vessel closure. Symptoms/ae: unk. It was reported that a nurse trained in the use of the starclose se device attempted arteriotomy closure of the unspecified vessel after an unspecified procedure. Reportedly, upon completion of the thumb advancer deployment, the exchange sheath splitter was detached from the clip delivery tubeset and was noticed to be hanging from the exchange sheath. It was not specified if the clip deployed or how hemostasis was achieved. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.